Event description:
Na

Manufacturer narrative:
A4,b3. A questionnaire was sent 9/13/97 and returned on 9/18/97 without this info available. Evaluation summary: the actual device was returned and evaluated. The evaluation consisted of photographs, mechanical testing and a visual examination. The device met all design and mfg specifications. The screw fractured by fatigue. The fatigue had initiated as a result of the threaded portion of the screw being subjected to an inadvertent overload condition.